Manufacturer narrative:
Updated fields: h2 and h11. Additional information: a review of the instrument logs was performed. The logs showed that a vessel sealer extend (vse) instrument (lot #k17250213-0245) was installed 3 times and passed homing on the 3 attempts. A total of 139 cut complete events were noted, and 7 jaw angle open events were observed, indicating that the user opened the jaws far too wide to allow cutting. The instrument was used for about 1 hour. The e100 generator logs showed 7 coag events with no errors and 246 seal events with 14 "high initial starting impedance" errors. Another vse instrument (lot #k17250213-0248) was installed once and passed homing with no issues. A total of 38 cut complete events were noted. The instrument was used for about 28 minutes. The e100 generator logs showed 5 coag events with no errors and 65 seal events with 3 "high initial starting impedance" errors. There were no findings during instrument log review that could relate to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call-in customer service to create the RMA. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colectomy pediatric surgical procedure, tip on the vessel sealer extend (vse) was loose and falling down inside patient. He was able to recover all loose parts and was using a backup instrument now to complete the procedure. Log files were clean. The tse advised to return the broken instrument via customer portal; customer was planning to do so after current procedure. Procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon didn't notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard material during surgical procedure either. The fragments fell inside of the patient and were vacuumed as well as possible. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened. It is unknown if the staff feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event. It was not specified if all fragments were retrieved and how it was confirmed. No additional surgical procedure was required to remove the fragment. No post operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was converted for a different reason. The conversion was carried out for patient reasons, not due to technical problems with the vessel sealer. No there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining foreign object. No fragment is available for return. The surgery was recorded.